Event description:
Prior to insertion the dr trimmed the catheter and stylet. The device was inserted in 2001, followed by a chest x-ray. Seven days later the stylet was found in the heart. Removal of the stylet occurred 2 days later.